Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: when surgeon reached the scar tissue encapsulating the leads, he tried to free the leads on settings 5 and 5. He claimed there was no affect and increased the settings to 7 and 7. The blade then began arcing to the leads and sparking. E-3 code occurred before or after the arcing. Analysis conclusion: the reported issue of e3 error codes was confirmed via the generators error log, however the error is not indicative of a failure but rather intended t inform the user of product set up issues. The generator passed all functional testing with no failures found therefore the reported issues of weak performance and arcing was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange case, the surgeon reported arcing and sparking of the plasmablade device to the pacemaker lead. There was no injury to the patient, however one of the leads was compromised. It is unknown what interventions were needed.

Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange case, the surgeon reported arcing and sparking of the plasmablade device to the pacemaker lead. There was no injury to the patient, however one of the leads was compromised. It is unknown what interventions were needed.